Event description:
Reporter alleged that she began to feel dizzy and have slurred speech when she obtained a result of 500-599 mg/dl on the advantage system. Reporter stated that she thought the reading was high, so she retested with the results of 478 mg/dl and hi (greater than 600 mg/dl) within a minute. Reporter stated that she took 10 units of humulin because of the readings and her family took her to the hospital. Reporter stated that the hospital obtained a result of 50 mg/dl on their system and treated the customer with an IV, tea with honey, honey grahams, orange juice, and beans. No other actions were reported taken or treatment received. Reporter stated that she stores the strips outside of the strip vial in the zipper pouch of her case which does not comply with product labeling. A request was made for the return of the suspect device.